Event description:
(B)(4) - it was reported by the consumer that the unknown model and serial number bed droplet with patient, resulting in hip bruises. There are no available information regarding the product, and how or why the event happened. Should we receive additional information, a supplemental report will be submitted.